Event description:
A customer reported getting checksum error messages "5029 csum error (param)" and "5033 csum error (operation list)" when powering up aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and noted error "5002 no response from slave" and 5031 csum error (result) had also occurred. Fse was able to reproduce the complaint by turning on analyzer and only 5002 and 5031 errors occurred, but analyzer will not boot up. Fse resolved the complaint by replacing the main board, recalibrated ipth reagent and ran controls. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: no response from slave is generated when there is a slave response not detected error. The operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department csum error (param) is generated when there is a control parameter checksum error. The operator is instructed to turn the power off and on again and check the parameters. If this problem reoccurs, contact the service department. Csum error (result) is generated when there is an assay result checksum error. The operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. Csum error (operation list) is generated when there is an operator log checksum error. The operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event is due to failure of the main board.

Manufacturer narrative:
The main board was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported event was due to failure of the main board.